Event description:
In 2007, the pt reported experiencing blood glucose values of over 300 mg/dl during the day and as low as 54 mg/dl during the night. She stated that this has been occurring for the past month. She stated that she does not experience symptoms of elevated blood glucose and she does not administer correction boluses. When her blood glucose is low, she is "sweaty" and "feels like my head is falling off." Her normal blood glucose range is 70-120 mg/dl. At the time of the report, the pt's blood glucose measured 220 mg/dl. She stated that she has spoken with her physician and she believes her blood glucose issues are related to her infusion device. The pt does not have a backup infusion device and she declined to return the device for evaluation. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.